Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one episode of high superior vena cava (svc) impedance. No programming changes were suggested because one elevated impedance does not indicate an immediate failing lead. It was suggested that the lead be monitored. The lead remains in use. No patient complications have been reported as a result of this event.